Event description:
It was reported that there was an overstimulation sensation. It was noted that it started about two months ago when the patient¿s stimulation sensation was ¿coming on stronger than the patient would like.¿ it was noted that the patient felt like the stimulation sensation was too strong, particularly when walking.

Manufacturer narrative:
Product ID 377845 lot# n0043684, implanted: 2005 (B)(6); product type lead product ID 377845 lot# n0043684, implanted: 2005 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).